Event description:
The customer reported that the insulin pump was exposed to water and the screen of the device is fogged. The insulin pump did a continuous beep and it was not functioning properly. Advised customer to revert to back up plan per doctor's instructions. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of moisture damage on the electronic assembly.